Event description:
A facility representative reported that during the glaucoma stent implantation procedure, that the implant was reported to have jammed within the delivery device at approximately 80% release and did not advance forward or retract backward. The device was removed using a goniotomy and procedure was completed with another device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).